Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump delivered a bolus without their input. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated the pump over delivered with 7 units. A carelink report showed a manual bolus right after a high blood glucose alert. The customer did not provide further details. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.